Event description:
A 3.0mm diameter by 12mm length s7 delivery system was inserted to treat a lesion in the right coronary artery of a pt who was at high risk for coronary bypass surgery. It was reported that during the procedure, the stent dislodged from the delivery balloon into the ostium of the right coronary artery. Multiple attempts to retrieve the stent were unsuccessful. The pt was placed on a heparin drip and was sent to the ICU. Subsequently, the pt was sent for semi-emergent triple bypass surgery. Post surgery the pt developed a pleural effusion, which was tested with lasix. The pt was discharged home eight days post procedure. There is no further info available at this time despite repeated requests from the user facility. Three photos of the s7 device were received. There is a photo of the stent delivery system without the stent mounted on the balloon. A photo of the balloon reveals evidence that the stent had been mounted correctly on the delviery balloon. There is no apparent damage to the delivery system catheter.

Event description:
Add'l info received from the user facility states that the stent delivery system was inserted for treatment of a 95% lesion in the mid-right coronary artery. A 3.0mm diameter by 9mm length ptca balloon was used to pre-dilate the target lesion prior to insertion of the stent delivery system. Two inflations at 10atm of pressure were performed. It was not possible to cross the target lesion, therefore, the stent delivery system was removed. Several mins later, the stent delivery system was re-inserted into the coronary artery, however, still could not cross the lesion. During this time, the stent dislodged from the delivery balloon in the mid-vessel. It was also reported the pt had an acute myocardial infarction with two stent previously implanted in 1/00. The pt's triple coronary bypass surgery was also performed to bypass the site where the stent had disloged.